Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over or under delivery due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 46 mg/dl at the time of incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was over delivering. The customer alleged the insulin pump was over delivery because they have been fluctuating. The customer also performed displacement test and found no reservoir. The insulin pump will be returned for analysis.